Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient lost their programmer for a couple of months and just found it. Patient tried using it and got a warning power on reset (por) message. They also reported having a peeing problem that started a couple of months ago as well. Patient to follow up with their healthcare professional (hcp). No further complications were reported.

Manufacturer narrative:
Note: patient code (B)(4) does not apply to event any more. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient as they mentioned that device was shut off and they turned it on. They mentioned of having urinary retention, urgency and frequency as peeing problem.